Manufacturer narrative:
(B)(4). The product is not available for return; therefore an investigation at the laboratory of the manufacturer was not possible. Trend search: a sap trend search was performed for p/n 70105.0330 failure code 0010 clotting and 2 similar complaints were found. A trackwise trend search was performed for p/n 70105.0330 d-clotting outlet side and 6 similar complaints were found. Due to this information no systemic issue could be determined. Similar complaint investigation results: the reported failure is known to mcp and was investigated within a similar complaint with the following results: sample was received by the lab. The unit was tested with bovine blood for gas exchange and pressure drop performance. The unit met all acceptance criteria. Clotting is a known phenomenon and was investigated in previous complaints. The cause of this failure was determined to not be attributed to a device related malfunction. Thus the reported failure could not be confirmed. Based on these results and the information available at this time, the oxygenator in question operated within mcp specifications.

Event description:
According to the customer: clots on arterial side in the corners. No further information could be provided . Product was not saved. (B)(4).